Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
During a unilateral three level lumbar procedure, a patient burn occurred. The grounding pad was placed on the upper right flank with no skin preparation on a patient that was neither hairy nor diaphoretic. A second degree burn appeared as a red elongated area that corresponded to the edge of the grounding pad. Approximately two months post procedure; the patient returned with a healing burn and was treated with aquaphor. There were no performance issues with any sjm devices.